Manufacturer narrative:
Our complaint investigation is finalized. During installation our field service engineer found that the air module's sealing ring was damaged and was causing the leak. We have received a picture depicting the damaged sealing ring of the air module. After our field service engineer's the replacement of the ring with a new one, the problem was solved and the unit passed all the tests and was ready for clinical use. The reason for the damage of the sealing ring could not been identified.

Event description:
It was reported that during installation, it was found out that the ventilator's air module was leaking. There was no patient involvement. Manufacturer ref.#: (B)(4).